Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, crease/folding, malposition, rupture, capsular contracture, malposition, anxiety.

Event description:
Patient reported right side "dislocation and folds in the protheses, strong pain, capsular contracture baker grade unknown and rupture." Healthcare professional later reported baker grade I for contracture. The device has been explanted.